Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and replaced the breath delivery unit (bdu) printed circuit board assembly (pcba). The ventilator passed performance verification tests (pvt).

Event description:
It was reported that an 840 ventilator generated an error which rendered the ventilator inoperable. The ventilator was not on a patient at the time of the event.